Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 6.2 had multiple pockets with read or write error. A field service engineer (fse) opened drawer in diagnostics, tested all other pockets, removed failed pockets in the application and gave to pharmacy and tested the drawer and pockets in diagnostics. Pharmacy opened drawer and no further issues with drawer. Additionally, the field service engineer performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6.1 and auxiliary 5.2 were failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.